Manufacturer narrative:
It was reported by distributor sales representative that the surgical guide broke during use. The initial reporter stated that surgery was successfully completed as planned and there was no prolongation of surgery time. Investigation into the reported malfunction is underway.

Event description:
It was reported that the surgical guide broke during use.

Manufacturer narrative:
Complainant was contacted via email on february 20, 2020 to obtain additional information about the reported malfunction including a description of how the guide in question broke and the weight of the patient at the time of the event. Complainant was unable to provide the weight of the patient. The device in question was returned to medcad for evaluation on february 21, 2020. Caliper measurements of the device found that, at the location where the guide broke, the guide was approximately 0.5 mm thinner than the minimum required thickness. Analysis of the digital design file confirmed that the patient-specific device was designed 0.5 mm thinner than the minimum required thickness. Visual examination of the returned device found features that appeared "sunken-in" or uneven, suggestive of a manufacturing equipment malfunction. Production records showed that the device was inspected for conformance to medcad's production requirements and approved for release on december 27, 2019. Investigation into the reported malfunction identified deficiencies in both the quality control and manufacturing processes used to produce the device.